Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, the heartstring tabs were squeezed to roll the seal and the heartstring seal migrated or moved away from the original position; therefore, the user could not roll the seal properly. A second seal was loaded with the same issue. Two replacement devices were used to complete the procedure. No pt complications were reported by the hosp. This report is for the second seal.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).